Manufacturer narrative:
A follow-up MDR is being submitted to update the unique device identifier under section d4: unique identifier (UDI) #.

Event description:
This supplemental MDR is being submitted to update the unique device identifier under section d4: unique identifier (UDI) #. There is no change to the initial reported event.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection of the left common carotid artery occurred upon insertion of the enroute 0.014 guidewire. The physician placed an additional stent to cover the dissection. The procedure was completed successfully with no reported patient harm.